Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they were in so much pain and wanted to reduce stimulation. The patient noted that the pain began gradually following the programming change they reported in the initial call. The patient wanted to decrease from 1.6 to 1.1 v and wanted to know if that would be sufficient to eliminate the pain, and noted they had already decreased to 1.1 v. The patient was redirected to their healthcare provider to discuss programming and symptoms. The patient stated their pain was in the inner leg where the device was and the right part of the body on the bottom part. The patient called back again to state they were told to turn the implant off because they could not be seen until the next day. The patient stated they turned their device off but wasn¿t sure if it was completely off because they were still in pain. The programmer showed the implant was on so the patient turned it off. The patient mentioned that their bladder still hadn¿t kicked in and they were having no change in bladder symptoms and still cathing 3 times a day. The patient mentioned having a colonoscopy scheduled from (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient saw their healthcare provider in the week before the report and they added a new program. The patient reported that the interstim was supposed to work for their bladder because it was not contracting and for their anal sphincter. The patient stated the interstim was helping with their fecal incontinence however the patient reported problems with urinary retention. The patient stated they had to catheterize 3 times a day, there was a lot staying in there, and they didn't see any difference. The patient reported that the retention was a new diagnosis/new problem for them after they had tests with their urologist, however the patient stated in the call they had 10 years where they didn't have to catheterize, back when they were (B)(6) years old they were cathing 5 times a day. The patient stated they know when they started retaining because they started bloating up like a frog. The patient reported their healthcare provider was aware of the retention issues and that was why they changed programs for the patient. The patient reported the urologist office asked the patient about ordering new catheters but they told them to hold because they wanted to see how the interstim worked. No further complications were reported.